Event description:
The power cord that connects to the ac to dc converter can become loose. The unit will not charge and it is difficult to see that the cord is loose because of the location on the device.